Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The physician suspected that the device was malfunctioning due to a difficult surgical placement of the balloon component for the device, the aus was explanted and replaced. There were no additional patient complications reported.